Event description:
A dialysis facility reported that there was excessive fluid removed from a pt during a hemodialysis treatment. The pt became hypotensive and was given saline. Based on the limited info available at this time, there was a weight loss variance of about 4.3 kg. There was no serious injury or illness.